Event description:
A patient specific implant prescription form was received for the patient's right distal humerus. Noted on the form: "worn out and loosening stem and osteolysis. Mets stem to build a proximal humeral replacement off please, leaving glenoid in."

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, proximal humeral replacement, humeral stem, was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for proximal humeral replacement which was inserted in (B)(6) 2000. The surgeon reported that the implant was worn out, loosened and had osteolysis. The CT image provided show massive osteolysis and bone defects along the stem, with gross radiolucent lines and thin cortex which indicate the stem was loosened. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history record indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's right distal humerus. Noted on the form: "worn out and loosening stem and osteolysis. Mets stem to build a proximal humeral replacement off please, leaving glenoid in."